Event description:
It was reported that the patient experienced hyperglycemia to 205 mg/dl while using the ilet system; the spouse confirmed corrective doses were delivered, there were no leaks or kinks, and lunch had been declared approximately two hours prior, after which they were advised to wait about ninety minutes to determine if further action was needed. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included user review of dosing history and infusion line inspection. Investigation of this case revealed no device malfunction or component issue, with recent meal intake considered a possible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.